Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Father reported that the customer's blood glucose reached high (>500 mg/dl) and ketones were present. Father stated, when bolus was given, insulin was leaking out. Pod was deactivated and he stated that the cannula was kinked and a red spot the size of a pea was present. Pod was worn for 3.5 hours. Treatment provided to customer was bolus of 5.50u with a pen, changing the pod, and increasing the basal by 20% with the new pod. Blood glucose started to come down with treatment. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).